Event description:
It was reported that a user applied a new dexcom g7 sensor and experienced a pairing failure due to an incorrect sensor code entered during setup; the issue was identified when reviewing alerts and corrected by entering the proper code. Symptoms included no glucose readings generated by the sensor prior to correction. Outcomes included delayed sensor availability and user inconvenience without clinical injury or hospitalization. Investigation included customer support troubleshooting that verified the incorrect pairing code and guided code correction. Investigation of this case revealed a user setup error leading to failed sensor pairing, with no device hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.